Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that at a wound check appointment post a revision procedure, reported in manufacturer report # 3004209178-2018-03439, pocket tenderness and swelling was reported in the right and left lower abdomen/incision site. Follow up is being performed to clarify which side the device was implanted on. Per an ultrasound, a seroma at the incision site was diagnosed. Needle aspiration and drainage of the seroma was performed. Otherwise the patient was doing well. The outcome was reported as resolved without sequelae. Etiology indicated the relationship of the event to the device or therapy was not related, but possibly related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) clarifying that the pocket seroma was in the right lower abdomen.